Manufacturer narrative:
The tech found the CPR valve was sticking. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head section will not lower when using the CPR lever.